Event description:
On (B) (6) 2009, a 14 fr pigtail catheter was placed by the radiologists in the right pleural cavity. On (B) (6) 2009, pt taken to CT scan and while moving the pt back to the bed from scanner table, the chest tube was pulled out. The rn at the time indicated that she did not realize that it was fragmented. The rn did not save the chest tube catheter. Cardiovascular surgeon wanted to remove tube and family requested a transfer to another institution.